Event description:
Coronary balloon attempted to be removed from guide after use and md was unable to pull it back through the guide catheter. Wire was inserted and the guide with the balloon was removed and another guide was successfully placed. FDA safety report ID #(B)(4).